Event description:
The patient performed a blood glucose test on the suspect device and obtained a result of 139mg/dl. Pt then passed out. Pt's friend called the paramedics and they came and used their meter to test pt's blood glucose. They obtaind a reading of 11mg/dl. Pt was taken to the hospital and admitted.